Event description:
It was reported that the device was effective until approximately two weeks prior. The device provided occasional, infrequent stimulation. Impedance measurements were "excessive." At the time of this report, the physician was not sure if a revision would occur. There was no injury to the pt.